Event description:
(B)(4) study. It was reported that during a stenting treatment procedure, 'no reflow' occurred. In (B)(6) 2013,the patient's qualifying condition was unstable angina (braunwald class iiib) as well as elevated biomarkers indicating ischemia prior to the procedure, and the subject was referred for cardiac catheterization. The indication for the index procedure was myocardial infarction. The 95% stenosed, 16 x 4.0mm target lesion was located in the distal right coronary artery (rca). The target lesion was treated with pre-dilatation and placement of a 4.00 x 20 mm study stent. Following post-dilatation, residual stenosis was 0%. The post-procedure angiographic report indicated the presence of 'no reflow'. The patient was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).